Manufacturer narrative:
It was reported to intuvie that the infusion pump pressure sensor needs to be replaced. A review of the device's serial number history revealed no similar complaints reported for this issue. The complaint is not confirmed. The device in question has not been returned. CAPA#zm2023-23 was initiated to investigate the root cause. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump pressure sensor needs to be replaced. No patient harm was reported.